Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using an ilet pump, with blood glucose rising to approximately 215 mg/dl after previously being in range; the user reported difficulty removing the hard case but confirmed no site or connector leaks and confirmed insulin delivery after guided checks, with troubleshooting and education completed. Symptoms included no clinical effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no hospitalization. Investigation included guided device checks and algorithm review to verify insulin delivery and assess potential use-related or device-related factors. Investigation of this case revealed no device alarms and no evidence of infusion site or connector leakage, with cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.